Event description:
It was reported to philips that the patient received a high accumulative dose of radiation during the procedure, 7000mgy over 31 minutes. The report indicated that that the patient was harmed by the additional radiation; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
At the time this complaint was received, philips did not have enough information for a full assessment that would warrant not reporting, and as such, the complaint was reported. Since that time, additional information has been received. Through additional investigation, it was confirmed that the patient was not harmed. Additionally, according to the investigation's findings, the higher air kerma and dap (dose area product) readings were due to the techniques used in this case. Selection by the user of certain technique factors may result in additional radiation, but this does not constitute a system malfunction. An onsite inspection and the log file analysis confirmed that the system was working as intended. After the functional checks, the system was confirmed to be working within specifications and returned to use in good working condition. Based on the results of the investigation, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.